Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained oversensing caused by myopotentials were observed. The patient was asymptomatic. Programming changes and further testing were recommended.